Event description:
It was reported that the gastrointestinal videoscope showed green and pink lines in the image. This issue was found during an upper endoscopy procedure and was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Updated fields: d9, h3 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image flickering. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the faulty electrical connector led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.